Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a drug infusion device. The drug being delivered was 30 mg/ml morphine with an old dose of 17.823 mg/day and a current dose of 11.751 mg/day. It was also reported that clonidine and bupivacaine were being delivered with unknown doses and concentrations. The reason for use was non-malignant pain. It was reported that following a catheter replacement, the patient developed a fungal infection. At the time of the report, they were decreasing the dose to ¿buy more time¿ in case they cannot refill with the active infection. It was reported that the issue started after the catheter replacement on (B)(6) 2018. There were no further complications reported/anticipated. Additional information was received from the hcp on (B)(6) 2018. It was reported that it was unknown if the fungal infection was related to the device/therapy. There was a ¿superficial infection at the site of the pump after catheter replacement.¿ the cause of the fungal infection was not determined. Actions taken to resolve the issue included antifungal and antibiotic by the primary care physician. The status of the issue was noted as ¿resolving.¿ the patient¿s weight was not reported. There were no further complications reported/anticipated.